Event description:
It was reported that pump battery depleted faster than expected, but pump did not shut down and caller did not use mobile app at the time of the report. There was no reported impact to the customer¿s blood glucose level. Customer planned to download mobile app and upload pump data but later stated they still had no way to upload data, and technical support intended to review battery use once data were available, with no additional information received regarding the outcome of the event.